Event description:
It was reported by the customer's mother that the customer experienced issues with her sensor giving readings that disagree with her actual blood glucose levels. As a result, her insulin pump has predicted low blood glucose and ceased insulin delivery at night per the threshold suspend function. The device was being used in an off-label manner as it is approved for ages 16 and over and the patient was 14 years old. It was further stated that the customer received alarms for calibration error, change sensor, weak signal and lost sensor. Troubleshooting was performed and the wrong transmitter ID was programmed into her insulin pump. It was also found that the sensor was bent. The customer's blood glucose was 169 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.